Manufacturer narrative:
The patient has been followed closely by implanting clinician. On (B)(6) 2020, the patient-reported that something was wrong with his leg and is concerned about the lead coming out. The implanting clinician has decided to explant leads the first week of february (exact date unknown). The clinical representative reported that the patient had been exercising prior to implant site healing, which is noncompliant to the product instructions for use, causing the device to erode/migrate. Based on the information provided, the device erosion was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the migration is patient noncompliance with post-op care instructions by being physically active after the implant procedure.

Event description:
The patient was implanted on (B)(6) 2020. The patient experienced soreness at one of the incision sites, which lead to a pocket revision in (B)(6) 2020 to prevent device erosion.